Event description:
During the implant procedure, due to difficulties acquiring a signal to calibrate the sensor, a clinically significant delay occurred. Potential sources of electromagnetic interference were removed in addition to other troubleshooting, however the issue remained. Ultimately when the patient was moved from the cath lab table to a stretcher, the sensor was able to be calibrated. Due to the signal acquisition issues, the patient was given extra conscious sedation. There were no adverse consequences experienced by the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 the reported event of difficulty acquiring signal for calibration was confirmed as the user had difficulty finding a consistent good signal to take a reading. Implant depth, sensor orientation, and antenna position can all affect signal strength and signal acquisition. Additionally, increased electrical interference from the environment may affect the system's ability to lock on to the sensor. The issue was resolved upon transferring the patient from the procedure table to stretcher. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the reported event could not be conclusively determined.